Event description:
Information was received in aug 2005 from a physician via a sales representative regarding a pt with medical history of arthrosis, who experienced allergic reaction. The pt began treatment with synvisc in 2005. The pt received one synvisc injection into an unknown joint in 2005. After the injection the pt felt dizzy while getting up. The pt lied down and 20-40 seconds later pt fainted. The physician reported that the pt was "completely pale in their face, "sweating and non-responsive. After approx 15-30 minutes, the pt became responsive again and was almost back to normal. The treatment with synvisc was permanetly discontinued. The pt's concomitant medications included mecain (mepivacaine) 1% 10ml and predni (prednisolone acetate) 10 mg. The pt received 5ml of each before the synvisc injection and 5ml of each after the injection. The severity of the event was assessed as severe, and the causality as probable.